Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft delivery system and its components were implanted into patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that a follow-up visit 59 months post stent graft implant the CT demonstrated a type I endoleak. The physician had scheduled an appointment for treatment of the type I endoleak; however the patient presented to the emergency room with severe abodominal and back pain. It was reported that the aneurysm had ruptured prior to the scheduled appointment. The patient was sent emergently to the operating room, and the physician placed an iliac limb and the aneurysm was occluded. The CT demonstrated that the repair was successful. No additional sequelae were reported and the patient is reported to be stable.